Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported they were having issues charging their controller and the issue began yesterday. Patient stated the controller was at 30% and they went to charge the controller and it was on for hours and it did not move. During the call patient denied any visible damages on the controller charging port, ac power supply cord, battery compartment and battery pack. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient denied the controller powered on. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Patient called back and stated they received the replacement controller but the controller still was not charging. Patient tried to charge their implant because their implant was at 0. Patient had 30% left on the controller and the patient was charging their implant for 2 hours. Agent was also confused on how the patient described the issue. Agent reviewed the difference between the top battery/controller battery versus charging the implant/stimulator. Patient noted charging their back or the implant was fine but their controller would not charge and it had 30% left on the controller. During the call patient confirmed they were using the replacement controller. Patient removed the battery and plugged the ac power supply cord into the controller. Patient denied controller powered on. A replacement ac power supply was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial# (B)(6). Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that the front case was a cracked and it was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.